Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence available in the event log. Functional testing and visual inspection were conducted. The reported "low volume 0.093 or less in cartridge" issue was unable to be duplicated. The pump passed all functional and visual tests. Further investigation of the pump found no issue with beeping when the cartridge was low volume of 0.093 or less. There was no problem found with the pump.

Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump exhibited a beeping that the cartridge is "low volume 0.093 or less in cartridge". The reporter indicated that the patient noted that the pump was placed 2.2ml into cartridge and at a rate 0.024, and it was suspected that the sensor on the pump might be off on low volume. No patient consequences were reported. No adverse effects were reported.